Event description:
It was reported that after a left lobectomy procedure, the initial firing of the stapler with a white cartridge over pulmonary vein close to entry point of atrium. No difficulty encountered upon closing, firing or opening the device on first firing. The instrument was then used for a total of six firings for completion of procedure across vessels and bronchus with appropriate colored cartridges. No difficulty reported for subsequent firings of device apart from an increased force required when firing across bronchus. Procedure completed. Upon transferring patient from table to bed, large drop in patient¿s blood pressure recorded. Patient was then re-operated on. However, large blood loss had occurred resulting in patient death. Upon inspection by the surgeon, it was noted that the blood loss had occurred from the pulmonary vein. As the surgeon had reported this incident, also noting it was a bulky tumor in the region but was not certain as to the cause. Device was kept; however, it appears reloads were disposed of. One device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.